Manufacturer narrative:
User facility was unable to supply the lot number of the device used; consequently, the expiration date of the device is unknown. Information supplied in section f was completed by the manufacturer based on information obtained from the user facility. H4- user facility was unable to supply the lot number of the device used, consequently, the manufacture date of the is unknown. This device has not been received by this manufacturer. Therefore, a failure analysis is not available and we are unable to determine the relationship between this device and the cause for this event.

Event description:
The complaint has reported that a patient underwent a therapeutic procedure for stent removal in 2006. Eighteen days later, the ultraflex trachcobronchial stent had been placed to treat a post tracheotomy stricture. The stricture size was reported to be "approximately 2cm above carnia to 9cm proximal of carnia." The procedure to remove the stent was performed due to "collapse and overgrowth of granulation tissue" on both the proximal and distal ends of the stent. The procedure was completed with placement of another ultraflex tracheobronchial covered stent. The patient condition is reported as 'ok'. No patient complications were reported.